Manufacturer narrative:
All available information indicates that the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) leads displayed variable high out-of-range impedance measurements and were fractured. As a result, an invasive procedure was performed and the ra and rv leads were extracted and replaced. To date, no additional adverse patient effects were reported.